Manufacturer narrative:
Concomitant products: icf09b52 lead, implanted: (B)(6) 2007.

Event description:
It was reported that there was high impedance and high threshold on both the atrial and rv (right ventricular) leads. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.